Event description:
Homepump c series did not infuse over 46 hour period 46 hours infusion of fluorouracil 4655 mg did not infuse with the homepump c series pump. Patient returned 46 hours later and there seems to be no infusion given.